Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection and shaft break occurred. The target lesion was located in the right coronary artery. A 3.00x38mm synergy ii drug-eluting stent was advanced for treatment. However, when the device was pulled out after the stent was implanted, the mid portion of the shaft broke off that caused the dissection in the artery. Another stent was used to intervene with the dissection. The broken shaft was pinned or trapped in the guide catheter. The device were completely removed and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that vessel dissection and shaft break occurred. The target lesion was located in the right coronary artery. A 3.00x38mm synergy ii drug-eluting stent was advanced for treatment. However, when the device was pulled out after the stent was implanted, the mid portion of the shaft broke off that caused the dissection in the artery. Another stent was used to intervene with the dissection. The broken shaft was pinned or trapped in the guide catheter. The device were completely removed and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on proximal row 5 were lifted on one side and pulled in a distal direction. The undamaged distal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).